Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 2 months post implant of this 29 mm aortic bioprosthetic valve, the patient is being considered for valve-in-valve replacement due to unknown reasons. Subsequently 8 days later the valve was replaced valve-in-valve due to aortic insufficiency. It was successfully replaced with a non medtronic valve. No additional adverse patient effects were reported.